Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging there was an open vial of test strips in the test strip box. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient. The test strips involved with this complaint have been discarded by the patient.

Manufacturer narrative:
The 510 (k) is k093745.